Event description:
During a pedal approach procedure on (B)(6) 2013, a v18 wire got caught inside the catheter. A lot of force was used to remove the v18 wire. The catheter tip broke off and was left inside the patient. A surgical cut down was performed to remove the catheter tip. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.